Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the investigation has been completed. No product was returned for investigation. Cardiac arrest: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Cardiac perforation/ pericardial effusion: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient in st elevation myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient presented to the emergency department with complaints of chest pains that had been occurring for two weeks and was in st elevation myocardial infarction. An impella cp was successfully placed, and the patient had a percutaneous coronary intervention that addressed the left main and left anterior descending coronary arteries with two drug-eluting stents placed. The patient was then transferred to another hospital for advanced care. On the third day of impella support, the patient quickly decompensated and coded twice. Return of spontaneous circulation was achieved and ultrasound imaging revealed a posterior pericardial effusion. It was also noted that the patient had a previous anterior apex aneurysm. The physician suspected that the patient had a posterior left ventricular perforation. It was noted that the impella cp was positioned towards the posterior wall. The patient was noted to be stable, and received four units of red blood cells, three units of platelets, and four units of fresh frozen plasma. The patient¿s family decided to withdraw care. The patient¿s care was withdrawn, and the patient expired.

Manufacturer narrative:
. Although the patient's presenting condition may be more likely have impacted the event the impella pump cannot be excluded as a possible contributing factor in the patient's demise. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.